Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. The complaint could not be confirmed and the root cause is undetermined. CAPA#1379444 was initiated. See h.10

Event description:
It was reported that 7 venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: "in CT-scan when powerinjecting the contrast agent with a pressuresyringe with correct pressure, the contrast agent is spraying out from under the cap. Patient had heard a bang. This has happened at least 7 times recently."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7 venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: "in CT-scan when powerinjecting the contrast agent with a pressuresyringe with correct pressure, the contrast agent is spraying out from under the cap. Patient had heard a bang. This has happened at least 7 times recently."